Event description:
It was reported the camera head experienced error b30 issue during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was inspected by a third-party repair center, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to disconnection in cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device